Manufacturer narrative:
E1: (B)(6). One photo was received for investigation. However, testing could not be completed since no device was receive. Therefore, we are unable to confirm the reported complaint. We will reopen the investigation for further evaluation if we receive the device. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that the patient had received an epidural due to surgery in the operating room. When it was removed, the epidural tube was found to be broken. There was patient involvement and no adverse event/human harm.